Manufacturer narrative:
Updated fields: d4, d8, d9, g6, h1, h2, h3, h4, h6, h8, h11. The hakim valve (ID 823832) was returned for evaluation. Device history record (DHR) - review of the history device records for the product code 82-3832 with lot 7330009 conformed to specifications when released to stock. Failure analysis - the position of the cam when the valve was received was at 90 mmh2o. The valve was visually inspected; the siphon guard was torn and separated from the valve. The valve passed the test for programming. The valve was flushed and failed, leaked from the housing, siphon guard was separated. The valve was examined under microscope at appropriate magnification: cut marks were observed on the siphon guard. Root cause analysis - the root cause for the leakage issue is due to human misuse. As noted in IFU: do not use sharp instruments when handling the silicone valve or catheter use shod forceps. Cuts or abrasions from sharp instruments may rupture or tear the silicone components. Do not fold or bend the valve during insertion. Incorrect insertion may cause rupture of the silicone housing.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim valve (ID 823832) was implanted on (B)(6) 2025. The patient noticed fluid accumulation under the scalp and returned for a follow-up. The doctor manually confirmed a fracture in the shunt valve through palpation. On (B)(6) 2025, a revision surgery was conducted to retrieve the fractured valve and replace it with a same model. The patient is in stable condition.